Event description:
The customer reported a persistent general system failure on the device that was not cleared by operational checks. There was no report of pt involvement or pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.